Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number: 15-105054 lot number:356000 brand name: m2a 38 cup; catalog number: 162032 lot number:1673488 brand name: bi-metric hap 12x140. Source : (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01994, 0001825034-2020-01993. Event was initially reported under 3002806535-2020-00271. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced elevated metal ions approximately 10 years post implantation. Patient has been added to a waiting list for revision surgery, however, no revision has been reported to date. Additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Event is no longer considered reportable, and initial report should be voided.